Event description:
It was reported that, an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and replaced the gui (graphical user interface) board and backlight inverter to correct the issue. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u34) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.